Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being treated with gore® excluder® aaa endoprosthesis to treat an abdominal aortic pseudoaneurysm. It was reported that while deploying the pla320400/14966270 the proximal end of the device remained constrained and attached to the delivery catheter, whereas the distal end of the device opened. The physician was comfortable with the position of the device and used a balloon starting at 4mm and advancing to 10mm to slowly open the constrained end of the device. Once opened, the physician then used an aortic balloon and fully opened the device, and was then able to withdraw the delivery catheter. There was no adverse event to the patient, and the procedure concluded with no further sequela. The patient tolerated the procedure.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: incomplete component deployment.